Manufacturer narrative:
Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device- 11 months. The device was not explanted. A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that on (B)(6) 2015, the patient presented with weakness and fever. The patient's white blood cell count was 17,000 x 10^9/l and the patient had a positive blood culture for (B)(6). The patient was admitted for sepsis, and started on antibiotics and vasopressors for blood pressure control. It was reported that no source of infection was identified and the hospital staff did not feel it was driveline or pump pocket related. The patient's international normalized ratio (inr) was 4.4 on admission, but within the next few days it increased to 15. The patient expired on (B)(6) 2015 due to subarachnoid hemorrhage. It was reported that there were no alarms or issues with the pump and the pump was not explanted.